Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records for MDR reportability the patient was revised to address osteolysis. Revision note stated, there was a grey-black stained synovium upon opening the capsule. There was lytic lesion extracted in the femoral head occupying about 30%. The femoral component however was still well fixed and cemented, no evidence of movement. As predicted from x-ray, there was soft tissue that had eroded into the ischium and also the posterior lip of the acetabulum. The report of the frozen section showed mixed areas of metallosis filled with macrophages as well as areas of lymphocytic infiltrates suggestive of a pseudotumor. There were no evidence of infection, corrosion, scratching or burnishing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
English translated medical records received. It was reported that the patient complains of foot numbness, right foot edema, hip and groin pain. Patient also heard a "clicking" sound twice in hip when she got up and felt something "strange". Laboratory results for blood levels are below 7 ppb. Doi: unknown: dor: unknown (unknown hip).